Manufacturer narrative:
The ventilator is in the custody of the police department, and is not being made available to the manufacturer. If it becomes available, a follow up report will be sent.

Event description:
The initial phone report alleged the ventilator was "not on" when the patient was found, and there was no alarm. Subsequent reports were received that a caretaker came into the patient room to find the patient without a pulse, but still connected to the ventilator. Later reports do not clearly allege device malfunctions or failure to alarm. The ventilator has not been made available for investigation or event log download.